Event description:
It was reported while using bd¿ gravity infusion set there were connection issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: priming cap loose/falls off when unpacking. Priming cap falls off / is loose.

Manufacturer narrative:
The manufacturing location for this product is hascent. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023. D4: medical device lot #: 20220520. D4: medical device expiration date: 30-apr-2025. H4: device manufacture date: 28-jun-202. H6: investigation summary : two 03500113321hn samples from lot 20220520 were received in sealed packaging for investigation. A visual inspection of the returned samples confirmed the customer's experience as the cap was visibly detached from the male luer within the sealed packaging in each instance. The luer caps were then manually reattached and the sets subjected to functional testing; no inadvertent disconnection was identified throughout functional testing, with the cap noted to be securely connected. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co.,ltd, for investigation. They confirmed that the cap is manually assembled onto male luer during production; in this instance the customer's experience is likely to have occurred as a result of human error during assembly. A review of the production records from lot 20220520 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported while using bd¿ gravity infusion set there were connection issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: priming cap loose/falls off when unpacking. Priming cap falls off / is loose.